Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device's rotating rod was found to be broken, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are prior actions related to this device and failure mode. The original supplier did not meet the design control specifications; therefore, a new supplier is being selected. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that, during a thr surgery, the rod of an r3 offset impactor broke on impaction of cup. All pieces were retrieved. Surgery was completed, without any delay, using a sn back-up device. Patient was not harmed beyond the reported issue. No further complications reported.

Manufacturer narrative:
Internal complaint reference (B)(4).